Event description:
It was reported that stent entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified subclavian stenosis. A 8.0x30x135cm express ld stent was selected for treatment. During deployment, the stent got stuck on the delivery sheath and could not be deployed. The device had to be removed with the entire delivery system and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device was received by manufacturer: the express ld underwent a visual examination, and it was identified that the balloon of the device was tightly folded. This indicates that it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. There were no damage or issues with the balloon, stent, markerbands, tip or shaft of the device. The investigator successfully advanced the device through a boston scientific 6fr sheath and successfully deployed the stent without issue. No issues were identified during the product analysis.

Event description:
It was reported that stent entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified subclavian stenosis. During deployment, the stent got stuck on the delivery sheath and could not be deployed. The device had to be removed with the entire delivery system and the procedure was completed with another of the same device. No complications were reported.